Manufacturer narrative:
This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A manufacturing device history record (DHR) review or product/process changes review for the involved lot number was performed. No deviations that could be related to the reported event were found. All dhrs are reviewed for accuracy prior to product release. No additional information was received for investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event, however, brainstorming was performed in order to identify the possible causes for the failure of guide wire stuck or difficult to extract. The following potential causes were identified: operator inattention (failure to follow inspection procedures), misuse (IFU was not followed causing guide wire damage), inspection failed or not performed or defective material. No trends and no triggers have been identified. Corrective and preventive actions (CAPA) or other further actions are not required at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for (B)(6), 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states they were not able to remove the guide wire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter.the customer states they were not able to remove the guide wire.